Event description:
Based on information that pms received on 10/11/2007, pms has determined that this report is similar to other MDR reportable events involving the teal. Here is a summary of the issue. The user reported an: electric smell near the console. Gantry is sparking. The initial report did not document that the teal pdu was causing the problem.

Manufacturer narrative:
The teal has ul electrical safety approval, and the risk of injury to a patient is remote. This issue was found during the review of internal service records. Voluntary medical device recall report was filed. It is a class 2 recall. Pms issued a field change order to correct this issue in may, 2007. This fco has been changed to mandatory action to ensure agreement with the c&r report. The root cause of the issue is a component failure on the vended device.